Event description:
Customer said that he had tested on his meter at 8:25am and had a reading of 198 mg/dl that he did not feel was accurate. He said that he washed his hands, and then retested at 8:32am and it was 98 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Reporter alleged obtaining a result of 220 mg/dl on the advantage system compared back to back with a result of 60 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that prior to obtaining the readings, he was incoherent and then treated with orange juice and a nutty bar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.